Event description:
It was reported that the systems screen flickered and occasionally would go off. This rendered the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced a monitor video cable. The system operates as intended.